Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2005 and mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh excision and wound revision with secondary closure of vaginal tissue, approximately 4 cm on (B)(6) 2005 by dr. (B)(6) due to vaginal tissue breakdown with mesh exposure and vaginal mesh erosion. It was reported that the patient underwent mesh revision, removal of mesh and over sewing of defect on (B)(6) 2009 by dr. (B)(6) due to vaginal mesh exposure with granulation tissue and bleeding.

Event description:
Details: it was reported that the patient underwent mesh excision and wound revision with secondary closure of vaginal tissue, approximately 4 cm on (B)(6) 2005 by dr. (B)(6) due to vaginal tissue breakdown with mesh exposure and vaginal mesh erosion. It was reported that the patient underwent mesh revision, removal of mesh and over sewing of defect on (B)(6) 2009 by dr. (B)(6) due to vaginal mesh exposure with granulation tissue and bleeding.